Event description:
The manufacturer received information from a customer stating that a bipap a40 pro device was inactive. There was no serious patient harm or injury that occurred or was reported. The bipap a40 pro device was returned and evaluated by a third-party service center. The device evaluation found a ventilator inoperative error code in the device's error log. The service technician states that the error was due to a faulty printed circuit assembly (pca) board. The pca board was replaced to resolve the issue. Additionally, the air path kit was replaced preventatively. No further investigation is required.